Event description:
Caring 4 x 4 sterile gauze. When attempting to open the packaging using the opened tabs at the top of packaging, the package does not open cleanly. The paper shreds and peels in layers, but then the gauze is contaminated and you are unable to safely drop the gauze onto a sterile field. Manufacturer response for caring woven sterile gauze sponge, caring woven sterile gauze sponge (per site reporter). Our materials management dept returned the unused product to the manufacturer.